Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose and ketoacidosis. The blood glucose reading at the time of admittance was 513 mg/dl. It was reported that the leading event to the hospitalization was that the customer was not able to get her supplies. No further info was provided.